Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05788. Date of birth: unknown date in (B)(6). Concomitant medical products: femoral augment block distal only precoat size f 15 mm augment with screw, catalog#: 00599003623, lot#: 77003562. Stem extension offset long 15mm x 155mm length(combined length 200mm), catalog#: 00598802115, lot#: 63267250. Femoral augment block distal only precoat size f 15 mm augment with screw, catalog#: 00599003623, lot#: 07889160. Femoral component option for cemented use only size f left, catalog#: 00588001601, lot#: 62531271. Tibial component precoat size 5, catalog#: 00588000500, lot#: 63185068. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, the patient was revised due to fracture of the coupling bolt.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.